Manufacturer narrative:
(B)(4) 2015 10:26 am (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 extension cable stopped working (deactivated) and failed to reactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device showed no evidence of blood. A visual inspection was conducted. No defects were observed. A small piece of yellow tape was found near one of the connectors. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU). The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint was not able to be confirmed

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 extension cable stopped working (deactivated) and failed to reactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.